Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Insulin pump received with normal operating currents. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in the intensive care unit due to diabetic ketoacidosis. The customer's blood glucose was 356 mg/dl at the time of call. The customer stated their insulin pump shut off. They usually do a finger stick to check their blood glucose but didn't do it. Five hours later he checked his blood glucose and it was 356 mg/dl. Advised customer to periodically review injection protocols and manage their blood glucose levels. The insulin pump will not be returned for analysis.